Event description:
During a laparoscopic supracervical hysterectomy, the morcellator did not work as intended. Evidently it is supposed to work at a quick, even speed and although it did accomplish the job, it did it in small intermittent "pulses." Physician did not want to switch out hand piece (this disposable hand piece plugs into a biomed maintained generator). Or staff state the generator portion was returned to biomed, passed all its tests and was returned to service where it was used within the week and no issues were encountered.